Event description:
The customer called for help with his contour system. He alleged that he performed a control test prior to calling and received a result of 58 mg/dl. The normal control range was not provided, but should be around 104-144 mg/dl. No adverse events were alleged. The customer declined the offer to troubleshoot during the call. No product will be returned at this time.